Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that it was not possible to connect the lead to the header of the device. A different device was used to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported left ventricular (lv) lead connection issue was confirmed. During testing with the device, the lv setscrew was unable to be tightened because it was backed out of its socket. After the lv setscrew was properly inserted, the test lead was able to be properly secured. It is likely that too many rotations of the setscrew were made in the field and so the setscrew was backed out of the connector block.